Event description:
The hcp reported that the device was removed due to infection. The patient was hospitalized for symptoms including dizziness, vertigo, palpitation, tremors and chest pain. A myocardial infarction was ruled out. The patient has noted most of these symptoms since implant and had requested removal of the device previously. The patient was taken to surgery due to severe pain at the site of the pump. During surgery to explant the pump, it was noted that the catheter was not connected to the pump. A very thick, yellowish creamy material was underneath the pump. The cavity appeared to be encapsulated and felt to be infected, the capsule was also removed. The patient was prescribed two antibiotics via intravenous route. Final patient outcome not reported. Same report as manufacturer's #: 6000030-2006-02034.

Manufacturer narrative:
H6-final device analysis reveals no anomaly found-normal device function.